Event description:
Baxter renal homecare services representative sent an email to corporate product surveillance on (B)(6) 2012 to report a call received on the same day by the home patient's (hp) registered nurse (rn) to report that the home patient has been experiencing cracked minicaps. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012 regarding the home patient's (hp) cracked minicaps. The rn stated that the hp has been finding a cracked minicap every month since (B)(6) (this report is for the month of (B)(6)). The rn said that she has been changing out the hp's transfer set every time she reported a cracked minicap. The rn did not know if the hp turned the cap too hard. Therapy has been going well since incident. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The reported problem of damage was confirmed. A sample was returned to baxter. Visual examination confirmed a crack in the cap and during pressure testing a leak was detected. The reported complaint was confirmed. A root cause was not identified due to insufficient information.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.

Manufacturer narrative:
(B)(4). Correction: the root cause was identified to be user error because the minicap cracked due to over-tightening on the transfer set.additional information - product surveillance contacted the registered nurse (rn) regarding return of the cracked minicap. The rn said she did not feel that home patient was over tightening but would review the proper procedures again with the home patient when she comes to clinic again. No additional information provided.a labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the suspected use error.

Manufacturer narrative:
(B)(4)